Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery (pta). A 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated at a high pressure level. It was noted that the guide wire was stuck to the guide wire lumen of the balloon catheter. The guide wire and the balloon catheter were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon and inner shaft. The inner diameter (ID) of the catheter was measured at the distal tip and exit notch and is within specifications. The guidewire used in the procedure was not received with this device. Functional testing was performed by loading the guidewire into the tip and exit notch of the device. The guidewire was able to advance through the entire length of the lumen with no difficulty or resistance. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery (pta). A 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated at a high pressure level. It was noted that the guide wire was stuck to the guide wire lumen of the balloon catheter. The guide wire and the balloon catheter were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).